Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Note: events reported via medwatch 2210968-2019-87175 and 2210968-2019-87179.

Event description:
It was reported that when sewing the wound during the surgery of congenital heart disease in children the problem of pulling off suture needle happened. Changed another one to continue the surgery, but the problem happened again when knotting. Changed another one to complete surgery. There was no adverse patient outcome reported.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified. The actual device was received for analysis. A detached needle of product code 9702, lot # par624 was received for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected and marks could be observed on the body needle that appear to be by use of a surgical instrument. No suture remnant was observed into the barrel hole and the suture was not received to determine the assignable cause. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the sample condition, it could not be determined what may have caused the reported incident of: ¿ "problem of pulling off suture needle." Representative sample evaluation. Two unopened samples of product code 9702, lot # par624 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle was found, and the tested sample met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-87175. Analysis results have been included in follow up reports for each.